Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery to vessel below the knee. After a non-bsc balloon catheter ruptured within rated burst pressure, a 3mmx40mmx146cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon also ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic inspection revealed a pinhole in the balloon material, 5mm distal of the proximal markerband. Inspection of the remainder of the device, revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery to vessel below the knee. After a non-bsc balloon catheter ruptured within rated burst pressure, a 3mmx40mmx146cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon also ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.